Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2010-05170 and 2134265-2010-05171. It was reported by the patient that post a stenting treatment procedure, hair loss occurred. The patient had three taxus express2 stents implanted, size 3.5x12mm, 3.0x12mm and 3.5x16mm. After the procedure, the patient experienced hair loss which continues at the crown. The texture of the patient's hair is "dry and frizzy." The patient reported normal thyroid studies since the stent implantation. No additional patient complications were reported.